Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure on this device is attributed to intermittency in the circuit. This intermittency could not be isolated during this analysis, as the device maintained lock throughout the entire failure analysis process except for the brief loss of lock recorded by the ngbeps program during the temperature cycle. Since failure analysis could not recreate the loss of lock for a significant length of time to determine the root cause of the problem, no corrective action can be implemented. This older device configuration is not currently manufactured. This is the final report.